Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl. The customer also reported unable to enter auto basal. The customer was assisted with troubleshoot and customer stated the display did not return. The insulin pump will not be returned for analysis.